Manufacturer narrative:
This report is submitted on august 19, 2022.

Event description:
Per the clinic, the patient experienced an infection and a pustule behind the ear (specific date not reported). Subsequently, the pustule was drained three times (specific dates not reported). The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.